Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated, and it was determined that the device would turn off while running and became extremely hot. It was observed that the device had a broken wire. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the handpiece device had an undetermined malfunction. During in-house engineering evaluation it was observed that the device would turn off while running and became extremely hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.